Event description:
It was reported that the stent partially deployed and was fractured. An eluvia us, 7x150, 130 cm was selected for use in the stenting procedure to treat the patient's peripheral artery disease. The target lesion was located in the distal superficial femoral artery (sfa) and p1 segment of the popliteal artery and was 95% stenosed with moderate tortuosity and severe calcification. The lesion was predilated using a 6f mustang ballon dilation catheter. Post dilation, the lesion was 80% stenosed. The first eluvia 7x150 was advanced over a v-18 guidewire and deployed successfully in the distal sfa and p1. The second eluvia 7x150 was advanced to the canal area, but when deployment was attempted, the stent only partially deployed. It was observed under fluoroscopy that the proximal portion of the stent had fractured at approximately 1cm. The fractured portion of the stent that remained undeployed was removed from the patient along with the delivery system. The remainder of the stent remained in the patient. A third eluvia 7x150 was attempted to be deployed to replace the previous eluvia 7x150, but the same issues occurred. A non-boston scientific stent was deployed to cover the two fractured eluvia devices that remained in target lesion. There were no reported patient complications as a result of the malfunctions. It was further reported that the physician used a contralateral approach. Prior to the pre-dilation using the 6f mustang ballon dilation catheter, the physician attempted to access the target lesion using an unknown 0.035 guidewire but was unable to cross due to the amount of calcification. Following pre-dilation with the 6f mustang ballon dilation catheter, the guidewire was exchanged for the v-18. The second eluvia 7x150 was advanced to the canal area, but when deployment was attempted, the stent only partially deployed. The physician was able to pull the stent and delivery system from the patient without issue, and there were no observable kinks or damage to the device upon removal. The third eluvia 7x150 was attempted to be deployed, and the majority of the stent was deployed. The physician attempted to remove the stent in the same way as the second stent and it fractured during the device removal, leaving approximately 10mm of the stent inside the body. When this was removed, everything besides the guidewire had come out of the patient, leaving a large hole in the access site. They held manual pressure on the femoral site and placed a larger sheath in the patient and placed a non-boston scientific stent successfully. No further patient complications were reported.

Manufacturer narrative:
Updated fields: b5 - describe event or problem. H6 - patient codes, device codes, component codes, evaluation method codes, evaluation result codes, evaluation conclusion codes. Device analysis: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the inner liner was separated 158.3cm from the tip. The proximal inner was kinked 32 cm. From the closest end. The middle sheath was pulled out from the retainer and had multiple kinks. Microscopic examination revealed damage to the tip. The retainer, pull rack, handle, thumbwheel, outer sheath, clip, and stent did not return for analysis. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that could have contributed to the deployment issue.

Event description:
It was reported that the stent partially deployed and was fractured. An eluvia us, 7x150, 130 cm was selected for use in the stenting procedure to treat the patient's peripheral artery disease. The target lesion was located in the distal superficial femoral artery (sfa) and p1 segment of the popliteal artery and was 95% stenosed with moderate tortuosity and severe calcification. The lesion was predilated using a 6f mustang ballon dilation catheter. Post dilation, the lesion was 80% stenosed. The first eluvia 7x150 was advanced over a v-18 guidewire and deployed successfully in the distal sfa and p1. The second eluvia 7x150 was advanced to the canal area, but when deployment was attempted, the stent only partially deployed. It was observed under fluoroscopy that the proximal portion of the stent had fractured at approximately 1cm. The fractured portion of the stent that remained undeployed was removed from the patient along with the delivery system. The remainder of the stent remained in the patient. A third eluvia 7x150 was attempted to be deployed to replace the previous eluvia 7x150, but the same issues occurred. A non-boston scientific stent was deployed to cover the two fractured eluvia devices that remained in target lesion. There were no reported patient complications as a result of the malfunctions.